Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital for an unrelated reason. A device interrogation revealed that patient was having pause episodes due to pacing inhibition from myopotential over-sensing on the right ventricular lead. An inactive competitor's implantable pacing device was then activated to mitigate the patient's arrhythmia for the time being. This issue was reproduced during isometric testing. Device was reprogrammed accordingly. No issues were noted after. Patient was stable after the event.